Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2015 with the following findings:on investigation, the alleged button tactile issue was not duplicated. The pump powered up properly. The keypad cover was undamaged and no tactile issues were found with the buttons. Removal of the keypad cover did not find any anomalies with the button contacts. Unrelated to the button issue, it was observed that the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).